Event description:
The universal driver moved eccentrically during medical procedure. Jacobs attachment was used instead of it and the procedure was completed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a driver moved eccentrically during tka of a universal driver was reported. The event was confirmed. Method & results: -device evaluation and results: functional analysis of the device confirmed the reported event. The device rotated unevenly. -medical records received and evaluation: not performed because no patient details were reported. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there has been two other events for the reported lot. Conclusions: the investigation concluded that uneven rotation of the universal driver was caused by improper alignment and welding between the power assembly and the body of the device. Ncr was issued for events that report a bent universal driver, which causes the device to rotate unevenly. The root cause of the issue was due to no tolerance on the drawing to control the position of the hex feature to the fitting. The updated drawing was released, which completely revised the weld callout. The reported issue was found to be under the scope of this ncr.

Event description:
The universal driver moved eccentrically during medical procedure. Jacobs attachment was used instead of it and the procedure was completed.